Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the patient received inappropriate shocks due to the oversensing. On (B)(6) 2018, the patient received inappropriate shocks again due to the oversensing of atrial fibrillation. It was also noted that the r-wave measurement has dropped. The lead dislodgement was suspected. The x-ray image was discussed but has not been performed yet. The patient would continue to be monitored closely.